Event description:
Three-level pyrenees plate broke approximately 5 months post-operatively.

Manufacturer narrative:
The plate was broken bilaterally, through the screw holes. The manufacturing and inspection records for the plate were reviewed and the plate was determined to have been manufactured according to the specifications. There were no irregularities found. The plate was subsequently sent to an independent laboratory for metallurgical analysis and found to have no material defects or imperfections. The hardness and microstructure were consistent with implant grade commercially pure titanium. The root cause of the fracture was consistent with mechanical overload due to unidirectional bending fatigue. Unfortunately, no additional details regarding the pt compliance (e.g., collar use) or social history could be obtained from the surgeon. X-rays were also unavailable, therefore the fusion status of the pt unknown to the manufacturer. The incident does not appear to have been due to product error. This report is being filed as a precautionary measure due to the absence of additional pt history information which could confirm or rule out other potential contributory causes.